Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 250.0 mg/ml of dilaudid at 64.18 mg/day. Evaluation of implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer without a complaint. The patient's indication for use was non-malignant pain and degenerative disc disease.

Manufacturer narrative:
Eval code-conclusion 11 is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on january 17, 2018. It was reported the device was removed due to expected battery depletion. The patient's weight was provided.